Event description:
The implantable neurostimulator (ins) stopped working suddenly; then it would work when the pt pressed on it externally. Impedances were checked and question marks would appear on 2 or more of the electrodes; impedances were checked again approx 24 hours later and the question marks would appear on different electrodes. The ins was replaced. There was no patient injury. The pt recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.